Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') in a 46-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic bilateral salpingectomy laparoscopic with en bloc excision of essure). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure coil on both on left & right tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 46-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. On an unknown date she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic bilateral salpingectomy laparoscopic with en bloc excision of essure). At the time of the report, the outcome of the event was unknown. The reporter considered heavy menstrual bleeding to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] (date unknown): essure coil on both on left & right tubes quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product indication, start date added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 46 year-old female patient who had essure inserted (lot no. 623223) for female sterilisation. The patient had a medical history of menorrhagia, paratubal cyst, dysplasia, dysmenorrhea, menometrorrhagia, pelvic pain, parity 2 and gravida ii. The patient had a family history of heart disease, unspecified, renal disease and lung cancer. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic bilateral salpingectomy laparoscopic with en bloc excision of essure). At the time of the report, the outcome of the event was unknown. The reporter considered heavy menstrual bleeding to be related to essure administration. The reporter commented: discrepant insertion date: (B)(6) 2009 or (B)(6) 2008. 3 coils noted in the left ostium, noted to be 2 coils at the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] (date unknown): essure coil on both on left & right tubes [microscopy] (date unknown): histologic sections of the uterine cervix reveal acute and chronic inflammation. There is no squamous dysplasia or koilocytosis. No atypical endocervical glandular epithelium is seen. Sections of the uterine corpus reveal proliferative phase endometrium. There is no glandular epithelial hyperplasia or cytologic atypia. A polyp is not observed. The myometrial wall is histologically unremarkable. Cross-sections of the bilateral fallopian tubes show no tubal epithelial atypia or inflammation in the plicae. A tiny right paratubal cyst is noted. [Pathology test] on (B)(6) 2021: the uterus ls imaged on the faxitron to reveal placement of the essure coils. The left fimbriated fallopian tube measures 8.8 cm long by 0.5 cm in diameter. The isthmus is remarkable for an essure coil measuring approximately 2 cm long. The remaining fallopian tube displays a stellate lumen. The right fimbriated fallopian tube measures 5 cm long by 0.6 cm in diameter the isthmus is remarkable for a portion of essure coil measuring approximately 1.6 cm long. The remaining fallopian tube displays a stellate lumen. [Ultrasound scan vagina] (date unknown): essure implants appear to be present bilateral. Uterus: malformations: there are essure implants present bilaterally that are best appreciated after 3d renderings of the endometrium. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 46 year-old female patient who had essure inserted (lot no. 623223) for female sterilisation. The patient had a medical history of menorrhagia, paratubal cyst, dysplasia, dysmenorrhea, menometrorrhagia, pelvic pain, parity 2 and gravida ii. The patient had a family history of heart disease, unspecified, renal disease and lung cancer. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic bilateral salpingectomy laparoscopic with en bloc excision of essure). At the time of the report, the outcome of the event was unknown. The reporter considered heavy menstrual bleeding to be related to essure administration. The reporter commented: discrepant insertion date: on (B)(6) 2009 or (B)(6) 2008 3 coils noted in the left ostium, noted to be 2 coils at the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] (date unknown): essure coil on both on left & right tubes [microscopy] (date unknown): histologic sections of the uterine cervix reveal acute and chronic inflammation. There is no squamous dysplasia or koilocytosis. No atypical endocervical glandular epithelium is seen. Sections of the uterine corpus reveal proliferative phase endometrium. There is no glandular epithelial hyperplasia or cytologic atypia. A polyp is not observed. The myometrial wall is histologically unremarkable. Cross-sections of the bilateral fallopian tubes show no tubal epithelial atypia or inflammation in the plicae. A tiny right paratubal cyst is noted. [Pathology test] on (B)(6) 2021: the uterus ls imaged on the faxitron to reveal placement of the essure coils. The left fimbriated fallopian tube measures 8.8 cm long by 0.5 cm in diameter. The isthmus is remarkable for an essure coil measuring approximately 2 cm long. The remaining fallopian tube displays a stellate lumen. The right fimbriated fallopian tube measures 5 cm long by 0.6 cm in diameter the isthmus is remarkable for a portion of essure coil measuring approximately 1.6 cm long. The remaining fallopian tube displays a stellate lumen. [Ultrasound scan vagina] (date unknown): essure implants appear to be present bilateral uterus: malformations: there are essure implants present bilaterally that are best appreciated after 3d renderings of the endometrium. Lot number: 623223 manufacture date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a (B)(6)-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic bilateral salpingectomy laparoscopic with en bloc excision of essure). Essure was removed on (B)(6) 2021. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure coil on both on left & right tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.